Event description:
It was reported that the foley catheter was not draining when unclamped to empty. They stated that they heard this from a patient because the nurse was struggling with the foley, then also heard 3 nurses share the same story. They witnessed it for themselves on that day. They changed the foley to 14 fr which worked better but product was different between the 14fr and the 16fr. All of their inventory was from the same lot number. They had exchanged the product with a different lot number and sequestered the affected product for the vendor to review.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. However, the potential root cause for this failure mode could be due to user related (example: salt accumulation)/block drainage lumen/no drainage eye). A potential root cause for this failure mode could be due to incorrect eye size - undersized. A DHR review is not required as the lot number is unknown. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was not draining when unclamped to empty. They stated that they heard this from a patient because the nurse was struggling with the foley, then also heard 3 nurses share the same story. They witnessed it for themselves today. They changed the foley to 14 fr which worked better but product was different between the 14fr and the 16fr. All of their inventory was from the same lot number. They had exchanged the product with a different lot number and sequestered the affected product for the vendor to review.